Event description:
(B)(4). Same case as: 2134265-2011-03763. It was reported that post a coronary stenting treatment procedure, the patient experienced arrhythmia. Lesion 1 was bifurcated located in the mid left anterior descending (lad). The lesion was 95% stenosed, 3.6mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 3.5x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal left circumflex (cx). The lesion was 95% stenosed, 3.2mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced angina and supraventricular tachycardia. The event was considered resolved without residual effects and the patient was discharged 3 days later.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by the manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).